Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. The device was received at pentax medical on service order 6181059 for further evaluation. The device is currently pending evaluation. On 05-jan-2022, a device history record (DHR) review for model ec38-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 24sep2014 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope scope model ec38-i10l. In the event reported, the user stated there was resistance in primary biopsy channel. The event timing is in the procedure room during use. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: the customer reported resistance in the primary biopsy channel. The presumed cause was that the internal aspiration line buckled as a result of flexing the insertion section of the endoscope. Correction information: g4: premarket identification. G6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information: h3: device evaluated.